Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. Reportedly, the pump had no sounds. The vibration feature was functioning appropriately. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-dec-2018 with the following findings: the pump powered on with audio and vibratory features. Unrelated to the initial allegation, the battery compartment was cracked. The display screen was dim and discolored. The pump was alarming correctly. The alleged issue could not be duplicated.